Manufacturer narrative:
See also mfg. Report no. 3004209178-2017-06678. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 309328, serial# unknown, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported there was no connection between a consumer¿s implantable neurostimulator (ins) and clinician programmer (cp) and lead, which occurred during a procedure. Just before the procedure, it was impossible to connect with the implanted ins. It was unknown if any factors led to the event. The goal of the intervention was to change out the implanted ins. A new ins was used; however, it was impossible to connect the cp with the new ins. A new cp was tried as well as the lead replaced with a new lead; however, the problem was always the same, the cp did not give connection with the new ins. A second ins was then used and the cp did not give connection with the second ins either.. Conflicting information reported seemed to indicate the lead may have been replaced after being tried with the first and second inss versus between inss. Factors that may have led to this were noted as emi. The issue was noted as resolved. Additional information received reported the ins and lead were explanted because the consumer had a return of symptoms and the implanted ins was ¿out.¿ the lead was explanted because in pre op, the test with the old lead was bad and the position in s2, and with the old lead it was always impossible to have connection with the cp with the old ins and with two newinss. It was noted that connection between the cp and the ins was possible only with the new lead and the second new ins. No future actions or interventions were planned. Further information received clarified the ins was ¿out¿ meant the implanted ins had been explanted because it was normal depletion, but the problem was with the old lead, it was the lead who took the ins in default. It was noted that there was no issue observed with the old lead and yes it was damaged. The following message was seen ¿mei, interferences.¿ there were no further complications reported and/or anticipated.

Manufacturer narrative:
(B)(4). Analysis of the ins, model 3058, serial no. (B)(4), found the ins functionally okay, insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis of the lead, model 3093, serial/lot no. Unknown, found the lead body conductor broken at or near tines. Analysis identified that the conductors were broken in the body of the lead at or near the tines. Electrical testing of the lead determined continuity was complete analysis observed the proximal end of the lead was stretched. During visual analysis of the lead, it was noted the distal end was not returned. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool analysis determined three conductors are severely stretched and broken near the distal end of the lead. Conductor wire(s) were broken due to overstress/damage. The #3 conductor is broken in two locations near the area of the tines. The #3 conductor coil is not stretched out indicating that the break occurred prior to the stretching at the distal end caused by explant. The distal end and tines were broken off and not returned analysis of neurostimulator product ID: 3058, serial# (B)(4), can be found on mfg. Report no. 3004209178-2017-06678. If information is provided in the future, a supplemental report will be issued.